Event description:
It was reported that the ilet displayed restart alert 65 and the user experienced an audio alarm not audible; the device was restarted and the alert resolved without recurrence while the user awaited reconnection to a dexcom g7 sensor. Symptoms included the potential for missed audible alarm notification. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included remote verification of the alert and guided troubleshooting with a device restart. Investigation of this case revealed that the restart cleared the audio over/under current condition and restored normal function, indicating transient device behavior consistent with an intermittent audio driver or software state. It was concluded, based on previously established findings for similar reports, that the cause was a transient, self-correcting device malfunction resolved by restart.

Manufacturer narrative:
Initial.